Event description:
Caller states the patient tested 1.9 inr on the coaguchek xs system at around 11:30 am while experiencing shortness of breath and swelling. Caller states that her warfarin dose was not adjusted because her range is 2.0-3.0 inr. Caller did state that the patient's metoprolol dose was doubled from 25 mg to 50 mg daily. Caller states the patient's symptoms got worse through the course of the night and she was advised to go to the emergency room where a 3.9 inr result was obtained. Caller states the patient was admitted to the hospital with a diagnosis of heart failure. No other actions were reported taken or treatment received. A request was made for the return of the affected product.